Event description:
It was reported that the ¿in the box¿ icon was displayed and the patient could not adjust stimulation. It was noted that the patient had been seeing the icon since (B)(6) 2013. It was noted that the screen needed to be cleared with a clinician programmer and that sending the patient a new programmer will not solve the issue. It was reported the patient did not use the antenna locate (al) feature often. It was also noted that the patient was able to turn stimulation on and off with her charger and it was at a comfortable level at the time of the report. Additional information received reported the patient received assistance from her doctor and/or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).